Event description:
It was reported that the system lost motorized movement. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the drive servo. The system operates as intended.